Event description:
Through follow-up, the surgeon noted that the stent obstruction was peripheral anterior synechiae (pas) occurring around the implant site in the trabecular meshwork (tm), covering the stent. Reportedly, the patient's intraocular pressure (iop) is stable with no adverse effect and the patient will continue to be monitored.

Manufacturer narrative:
The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. MFR# reference:(B)(4).

Manufacturer narrative:
Additional information: the device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling was completed. Stent obstruction and iris touch are known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. Based on the information received, the root cause of the reported events could not be conclusively identified. MFR# reference: (B)(4).

Event description:
It was reported that following a right eye (od) trabecular microbypass stent system procedure, the patient presented with one (1) of the two (2) stents occluded and the iris being pulled inside the stent, approximately three (3) months postoperatively. Per report, there was no medical or surgical intervention. Additional information has been requested.

Manufacturer narrative:
MFR# reference: (B)(4).

Event description:
Through follow-up, the surgeon reported that the stent remains occluded as of the twelve (12) month follow-up examination with no adverse patient effect.